Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a crack in the casing near the display, a dim and discolored display, and contamination under keypad button contacts. This report is made based on results of investigation completed on 05/22/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and the casing was cracked near the display. During testing, the pump was powered on and the display screen appeared dim and discolored. The keypad cover was removed, and contamination was found under all button contacts; however, all of the keypad buttons responded properly. Unrelated to the complaint, the keypad cover was peeling up from the casing. (B)(6).